Manufacturer narrative:
Analysis found that the sensitivity test result was lower than standard. The price quotation for repair was rejected by the customer so the customer asked that the device be returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.